Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device shifted post implant resulting in a leak. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. A 27 mm watchman ® laa closure device was successfully implanted in the laa. Angiography and transesophageal echocardiogram at the time of implant showed a complete seal of the laa, there were no leaks. At the 45 day follow up appointment on (B)(6) 2017, the device appeared to have shifted in the laa resulting in a 6 mm leak at the ostium. The device was noted to be stable. The patient was to continue coumadin and the physician plan is to occlude the leak with a non bsc device on(B)(6) 2018. There were no patient complications reported. The patient¿s condition was reported as fine.